Manufacturer narrative:
The clinical application specialist (cas) indicated the conjunctiva creep in the view. The line scan shows that the fragmentation is close to the capsule. It is possible that the conjunctival creep tilted the dock enough as the procedure continued that the fragmentation actually intersected the capsule. The company representative assessed the system and was unable to confirm or replicate any system non-conformities, which would have contributed to the reported event. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. A review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, (B)(4) (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a capsular rent that extended posteriorly in the right eye and required an anterior vitrectomy. A sulcus intraocular lens (iol) was inserted.